Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances for over a year. Most recently, over the past few months, the pacing impedances had been rising and most recently registered greater than 2000 ohms. It was reported that on fluoroscopy, the lead near the clavicle a separation was seen on the rate/sense. As a result, the rate sense portion was surgically abandoned and a new lead was successfully implanted for this function. No adverse patient effects were reported.